Event description:
It was reported that the patient presented for troubleshooting due to high impedances on the rv coil of the right ventricular (rv) lead. Possible lead fracture was suspected. The proximal portion of the svc (superior vena cava) coil was noted to be stretched and unwound partially on fluoro. The rv lead was explanted and replaced. Additionally, it was reported that conductor/insulation breaks were observed on the chronic inactive left ventricular (lv) lead that was replaced in 2008 with no specific reason noted. It was noted that there were two possible breaks in the lv lead with one located in the pocket and the second about halfway down the length of the lead. This lv lead was partially explanted as there was extraction difficulty. It was noted that during the laser extraction the locking stylet was only able to be advanced partially down the inactive lv lead and the lead pulled part halfway down the length. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. It was also noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).